Manufacturer narrative:
The device has not been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that the battery longevity of this pacemaker was depleting faster than expected. The device was explanted and a new device was implanted. No additional adverse patient effects were reported.